Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was spontaneously unparing with the mobile application. The clinic assisted the patient in pairing to the app again. Patients condition was not affected and there was no harm to the patient.